Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an abdominal aortic angioplasty procedure. Reportedly, when the plunger was removed in step 3, the thread [suture] was already loose making it impossible to continue with the next step. The same issue occurred with two proglide devices. The abdominal aortic angioplasty procedure was canceled, treatment was postponed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed report, analysis of one of the returned proglide devices revealed a cuff tab detachment. Additionally, the analysis of this proglide device revealed that the was cut approximately .4 centimeters from the swage end of the posterior needle tip. Follow up with the account confirmed that the suture was cut near the foot area in order to retrieve the proglide device from the anatomy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The reported entrapment. Could not be replicated in a testing environment as it was based on operational circumstances production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss/suture retrieval issue. Factors that contribute to entrapment include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.